Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient expired while using a ventilator. The ventilator was returned to the manufacturer's service center for evaluation. The device failed test steps related to the active exhalation control module and flow sensor. The ventilator had evidence of physical damage. The ventilator's download event logs were reviewed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported date of the event, (B)(6) 2018, a patient circuit disconnect alarm occurred at 07:41:34 local time with a duration of 626 seconds, approximately 10.4 minutes. The device was then powered off at 07:52:01 local time and was not powered on again until 19:21:12 local time on (B)(6) 2018. The manufacturer concludes although the device failed test steps, there were no errors generated in the event logs that would indicate a malfunction or failure to deliver therapy occurred. The event appears to have been caused by a patient circuit disconnect. The device was returned unrepaired as per the customer.